Event description:
It was reported that the insulin pump is over-delivering insulin. Customer's father reported that his son programmed 20 units of insulin through manual bolus. The insulin pump gave him two deliveries of 10 units within a five minute timeframe. Caller mentioned the letter he received. Customer was in a diabetic coma due to 20 units of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.